Event description:
Customer alleges that the front seam of the molded resin seat is bulging out on a (B)(4) shower chair. Customer states that this is causing the chair to be uneven. Customer states if sitting in the chair the front right leg is shorter. Customer states that all snap buttons are in the same location and they have not been changed.